Event description:
It was reported that the wake button on pump was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional information was received regarding actions taken or outcome of event.